Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the 800-ml/hr flow rate test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "failed 800 ml/hr flow rate," which was not confirmed or reproduced. Review of the event history log did not reveal any abnormalities that could be attributed to the reported symptom. Evaluation ran the device at multiple flow rates/volumes and found the device to deliver within design specification. There is no investigation association as this complaint was not able to be confirmed during evaluation. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01201 can be removed from the FDA database.